Event description:
According to the customers statement: 'pt fall.' The pt outcome was a hematoma on arch of the eyebrows. The pt was taken into emergency room for radiology, no further consequences reported. Ref. MFR# 9611530-2013-00069.